Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The heal collar 3.5x4.5, 3mm (hc343) and the imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, and the healing collar is rounded out. Functional testing was performed for the returned product and it was determined that the healing collar was cold welded to the implant, and could not be removed with hand tools. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants; page 5. Complaint reported that the healing abutment could not be removed by the general dentist, during the final restoration procedure. The implant was subsequently removed and replaced instead during the same procedure. The reported event is confirmed following functional test of the returned product. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. : additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown.

Event description:
It was reported that the healing collar (hc343) would not disengage from the implant. As a result, the implant had to be removed. Tooth location 9.